Event description:
The patient contacted baxter's technical service center regarding a check lines and bags alarm, which occurred on the homechoice pro during use during prime. The patient was not connected. The baxter technical service representative (tsr) explained that alarm. The patient stated they started over with a new cassette but used the old bags. The tsr explained the set might have been compromised. The tsr suggested using all new supplies. The patient stated they would take care of it. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the patient on (B)(6) 2011 regarding the reported alarm. The stated they were able to resume therapy after starting over with new supplies. The patient stated they were never connected to the machine when the alarm occurred and they were not connected when they only changed out the cassette but left the old bags on. Since then they have been resuming therapy successfully. There was no reported injury or medical intervention. Baxter product surveillance contacted the registered nurse (rn) on (B)(6) 2011 regarding the patient changing out the cassette but not the bags. The rn stated the patient made them aware of the incident and took baxter's advice and changed out all the supplies. The rn stated the patient was continuing therapy successfully on the cycler. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Should additional information become available, a follow-up report will be filed.

Manufacturer narrative:
(B)(4). The reported problem was confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was use error. The label review found the labeling adequate for the use error in this complaint.